Event description:
Patient had atrophic endentulous mandible fracture; orif was done with 2.0 mm kls 8 hole plate and 6 screws, in 3 holes on either side of the fracture. Approximately 5(five) months later,the patient experienced significant pain and instability of the mandible. It was discovered that the plate had fractured. Patient went to surgery to have the broken plate and 6 screws removed. There was fibrous union of mandible noted and no fixation was used at this time.